Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: the epic device was returned for analysis. A visual and tactile examination found no kinks or damage to the sheath of the device. The device was received partially deployed. A visual examination identified no issues with the tip of the device or damage to the handle of the device. The reported difficulty to advance could not be confirmed. The unreported partial deployment noted during device analysis most probably occurred due to an interaction between the user and the device. It is unknown when the partial deployment occurred. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the epic device confirmed that the event of catheter - difficult to advance was a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific concludes the most probable root cause as cause traced to intentional off-label, unapproved, or contraindicated use, based on the product analysis and the excessive vessel tortuosity, as it was reported that the artery had an acute angle, which would have contributed to the difficulty in advancing the device during the procedure.

Event description:
Reportable based on device analysis completed on 25feb2026. It was reported that difficulty advancing occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 10x40x120 epic stent was advanced for treatment. During insertion, the stent catheter couldn't pass through the iliac acute angle artery. The procedure was completed with another of same device. There were no patient complications as a result of this event. However, returned device analysis revealed the stent was partially deployed.